Event description:
(B)(6) complaint received from social media. Below is the patient's complaint description: "I had lap band 2004 lost 130 pounds but gained it all back when I had my daughter in 2012. Had port replaced because of leak in 2014 have not been able to lose the weight again. Went to 2 different doctors and multiple adjustments. I'm over it."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.